Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity c calcium, list number 07p57-20, and manufacturing site abbott wiesbaden, germany to alinity c processing module, list number 03r67-01, and manufacturing site abbott wiesbaden, germany. MDR number 3002809144-2019-00139 has been submitted and all further information will be documented under that MDR number. Likely cause changed to analyzer.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Patient information: no further patient information was provided.

Event description:
The customer reported a falsely depressed alinity c calcium result. Sample ID (B)(6) generated 1.4 mmol/l and retest 2.22 mmol/l. No impact to patient management was reported.